Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/27/16, 7/13/16 - medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reports pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/1/16 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. Surgery notes for the bipolar depuy lps hip implantation were provided doi: (B)(6) 2006. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. X-rays and medical records were reviewed. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/13/2016, 10/14/2016, 10/20/2016, 10/25/2016, 10/27/2016 medical records received. After review of the medical records for MDR reportability, a radiograph from (B)(6) 2015 is reported to show osteolysis of the proximal and mid femur due to prior surgery and /or trauma.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/24/17 and 3/13/2017 medical records received. After review of the medical records for MDR reportability, the records indicated poly wear. Stem loosening was also noted pre-revision, but there was no mention within the revision operative note. The bipolar head is being added to the complaint. It should also be noted the shrapnel fragments are most likely from the gunshot wound that occurred before the doi that led to the hip replacement.

Event description:
Patient was revised to address a broken stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
(B)(4).

Event description:
Medical records received. After review of medical records for reportability, there is no new information.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.